Event description:
It was reported that the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 1 and 4 hours. The patient was unsure if the cannula had inserted properly into the skin. Upon inspection of the pod, the pink slide appeared to have not moved forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.